Event description:
A medtronic representative reported a broken open spine clamp. The spine clamp screw was stripped. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect open spine clamp not returned to manufacturer for evaluation. Return is not expected.